Event description:
A us distributor reported that a patient was experiencing "adjust/check belt" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust/check belt¿ messages) was confirmed due to the cable being pulled internally, damaging wires in the cable. The root cause for the pulled cable was unable to be positively identified. There was no adverse event that resulted from the damaged belt.